Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient¿s tremors had gotten ¿really bad¿ and the device acted like it ¿wasn¿t even on.¿ it was noted that the patient programmer was in icon mode and was changed to word mode. It was reported that the patient was ¿shaking really bad¿ the day of the report, and the shaking returned about four days prior to the report. It was noted that the patient wasn¿t feeling tingling, and had felt tingling when the device was adjusted after the patient saw her doctor a week prior to the report. It was reported that before the patient saw a manufacturing representative a week prior to the report, the device was completely turned off. It was noted that stimulation was on and could not be adjusted higher as the upper limit had been reached at 2.8 volts. It was noted that the tremor was getting better as time went on. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0220052v, implanted: (B)(6) 2002, product type lead; product ID 748240, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).